Event description:
While using a byte day aligners, patient reported that their aligners are sharp in the front and are digging into their lip. Advised patient to file the sharp edge and provide follow up. Patient followed up; they tried filing the aligner, but it did not work. They are going to try the warm water tip. Patient responded back and reported that the warm water tip made the aligner feel much better.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.